Event description:
The patient was prepped and place on the or table for the procedure. The power on the laser was set at 5 watts as per the surgeon's order. The power was not what the surgeon expected(barely enough to char the tongue blade). There was also a delay in the delivery of power. The surgeon did not want to increase the power as the surgeon was concerned that a range of 7-10 watts would be too much and could cause injury. The surgeon was not satisfied with the performance of the laser and cancelled the procedure. There was no injury to the patient. A request has been made to the manufacturer for repair of the device.